Event description:
It was reported by svc report that the fowler would not stay up and drifts back down. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake.